Manufacturer narrative:
The referenced report of previously reported gastrointestinal bleed is covered under medwatch MFR#2916596-2016-01801. (B)(4). Approximate age of device - 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced several gastrointestinal bleeds and klebsiella urosepsis, among other complications and was peritoneal dialysis dependent. The patient was discharged on (B)(6) 2017 after an 8 month post-surgical hospitalization. On (B)(6) 2017, the patient reported bright red bleeding per rectum. The patient refused medical care. On (B)(6) 2017, the patient presented to the clinic where they reported brbpr and melena, and the hematocrit had decreased from 29 to 23 percent, with a supratherapeutic inr of 3.7. The patient¿s hematocrit decreased to 22 percent, and the patient was transfused. A proton pump inhibitor and octreotide were prescribed. Following admission on (B)(6) 2017, the patient required several units of prbcs to improve their significant blood loss anemia as well as mild reversal of their supratherapeutic inr. The patient underwent an esophagogastroduodenoscopy with balloon enteroscopy and discovered to have bleeding arteriovenous malformations (avms) which were treated. It was reported that the gastrointestinal bleeding subsided. The patient expired secondary to peritonitis. The lvad and the gi bleeding were not considered contributory factors to the patient¿s death. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.